Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is 245 - 271 mg/dl. Nothing further reported.